Manufacturer narrative:
On further follow up with the injured operator, she stated she was fine and does not remember which finger was stuck. The operator stated that probe b was bent into a "u" shape and she when was removing it to change it out, she was punctured in the finger with the tip of the probe. The operator "squeezed the blood out". The injured operator was trained on the probe replacement procedure and had performed it previously. She was also following the operator's manual at the time.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The customer indicated the injury happened when the probe was being removed from the holder. It was difficult to remove the probe from the holder. The instructions in the operator's manual include removing the probe with the holder from the instrument.

Event description:
An operator in the laboratory was stuck with a probe while in the process of changing the probe. The operator was following the procedure of going through the software to change the probe and was wearing gloves at the time of the event. The operator was stuck with the probe that had been on the instrument. The probe is not cleaned prior to being changed. The operator had been given a tetanus shot as a result of the probe stick. The operator's current condition was given as "fine, back to work". The field service representative indicated there was no hardware issue that contributed to the probe stick.

Manufacturer narrative:
The investigation could not determine a specific root cause due to the lack of relevant information. The customer was unable to provide information on the probe crash and the bent probe had been discarded.